Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
Lens being returned after being in the patient's eye. The reporter was unsure why the lens was removed. Add'l info has been requested from the physician. This event is being reported on the basis of lack of info concerning the cause of the event.